Manufacturer narrative:
(B)(4). Date sent: 02/19/2020. D4: batch # t5e038. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #t5e038. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows an ils device from top view and belong to batch # t5e038, s/n: (B)(4), no anomalies could be observed. Based on the photo reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the endoscopic resection of rectal cancer surgery, after the device was fired, it was noted that the staples were malformed and oozing. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.